Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Visual inspection confirmed that the screw had fractured. No lot number was provided, therefore device history record and complaint history reviews could not be completed. No definitive root cause has been determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. (B)(4).

Manufacturer narrative:
Lot number is now known. The device history record review of the screw lot did not identify any deviations which would cause or contribute to this complaint.(B)(4)